Event description:
It was reported "the following was obtained during clinical assessment. There is redness, swelling and/or fluid drainage at the insertion site." The event involved 1 dl cvc inserted in the jugular vein.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.